Event description:
It was reported that a leak was found in a new ams ambicor penile prosthesis (app) when it was attempted to implant in patient. Another new app was used to complete the procedure. No further complications were reported in relation to this event.

Event description:
It was reported that the patient ams ambicor penile prosthesis (app) was not working due pump malfunction. The app was removed and replaced with a new one. No further complications were reported in relation to this event.

Manufacturer narrative:
Same patient as MFR #: 2183959-2019-63832.

Event description:
It was reported that the patient's ams ambicor penile prosthesis (app) was explanted due to its pump not working and was replaced with a new ambicor device. During the procedure, a new ambicor had a leak when it was brought out of the box. Another ambicor was opened and implanted it to the patient. The patient was fine after the procedure. Additional information received stated that the patient was dissatisfied with the original pump because it was difficult to use. In addition to that, a bubble was noticed in the pump and the cylinder was missing fluid.

Event description:
It was reported that the patient ams ambicor penile prosthesis (app) had leak. The app was removed and replaced with a new one. No further complications were reported in relation to this event.